Event description:
The device was investigated by a maquet service technician. The push button knob would not consistently turn the potentiometer. The rotary-push knob was replaced. The device was returned to service. (B)(4). Reference MFR # 8010762-2015-00237.

Event description:
It was reported that the knob on the device felt sticky, stiff and did not free spin as the others. Additional info: device was replaced during treatment. (B)(4). MFR ref # 8010762-2015-00237.